Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient's system controller alarmed with power disconnect alarms, an alarm that lasted through the night, and damaged to the black power lead. The patient was switched to the backup system controller and it alarmed with a red heart alarm and went into back-up mode. The patient became symptomatic and was admitted to the hospital for further observation. The system controller was exchanged.

Manufacturer narrative:
The patient remains ongoing on lvad support. The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.